Event description:
A report was received that a patient's precision system was explanted at the ER due to an infection. No further information was available from the physician.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.